Event description:
Rptr has experienced the following: left sided chest pain, multiple joint pains, muscle pain, chronic fatigue, profound weakness, fibromyalgia, short term memory loss, and exercise intolerance, all of which has increased over the past 5 yrs. She also had a miscarriage in 1/92, and multiple skin lesions and cysts removed in 1992, one of which being basal cell carcinoma.